Event description:
It was reported that during an unspecified procedure, deployment difficulties were encountered. Following deployment of the filter, the legs did not deploy. After waiting for a short time, one of the filter legs deployed. The physician then used another MFR's catheter in an attempt to deploy the rest of the legs however, this maneuver only facilitated in the deployment of one other leg. The physician used a snare to bring the partially deployed filter back to the bifurcation of the iliac vein. The physician then deployed another manufactures filter at the intended location. The physician felt the pt was adequately protected, and the procedure was completed. No further pt complications were reported. The pt status was reported as "okay".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.